Event description:
Reporter indicated that vns patient has recently experienced an increase in seizures per year before vns implant and that patient had experienced four seizures in the past month. The patient indicated that there had been no medication changes during the time of the reported increase in seizure activity and that patient feels like the device is working because patient can feel stimulation as patient always has. Review of manufacturing records both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Investigation to date has been unable to determine the cause of the reported increase in seizure activity.

Event description:
Further follow-up revealed that the pt's condition is unchanged. It was also reported that the pt experienced 0-4 seizures per month pre-vns therapy and approximately 15 seizures per year with vns therapy. Neurologist indicated that the vns therapy is possibly related to the patient's increase in seizures.